Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical research coordinator that the pt had a significant infection that required a pump exchange. The lvad was replaced with the MFR's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the MFR's clinical trial lvad. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.